Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 470 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The insulin did not exit and the insulin pump alarmed no delivery during prime. The customer's mother performed plunger push and there was greater than normal resistance but the insulin did exit. The customer's mother stated that the no delivery alarm was resolved by infusion set change. The insulin pump will not be returned for analysis.